Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called and took her to the emergency room due to high blood glucose, and her blood glucose was treated with manual injections. The customer did contact her health care provider for her high glucose, and to determine if she has a back up plan. Troubleshooting was performed. The time, date, and bolus wizard were correct. The customer declined to continue testing as she stated that the insulin is going through the tubing, and she does not feel the rewind/prime is required. Advised the customer to call back to complete the testing when she gets home. No further information was provided.